Event description:
A malfunction was reported on a customer's pump, identified by malfunction code 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised by customer technical support (cts) that the pump was replaced to resolve the issue, and to use current pump for insulin therapy until the replacement arrives.